Event description:
Caller reported that the numbers on the insulin pump's display ramped during bolus. Caller reported that a button error alarm was then returned. Blood glucose level was 221.4 mg/dl at the time of the call. Customer did not recall any significant events leading up to the error alarm. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).